Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of venflon pro safety 20ga 1.1mm od 32mm l experienced leakage during use. The following information was provided by the initial reporter: among our pink pvc (1.1 mm), there are a relatively large proportion of them that seem to be leaking. I have now experienced it 5-6 times, where I initially thought it was because I had screwed the screw lid on or that the screw lid was not tightened properly that the fluid ran out of it. But it turns out that several other colleagues have also experienced the same thing. Today we had another trip where the above happened. We replaced the screw cap with an extension hose rather than where there were no leaks. In addition, later today (as well as several times in the past) we applied pvkér in other colors / sizes where no leaks are observed. So it's immediately just the red ones. I have now received several inquiries about the pink pvk. Lot 9014803p02. It is the same mistake they report about blood leaking out / back. As the first mail described from a rescuer. In addition, many people report that it seems that the new pink pvcs are hard to stick in, and that the white caps are tighter and thus more difficult to open. They describe it as "it feels like a discount version of the ones we usually use". So immediately there is room for improvement of the pink pvk from the manufacturer, as it poses a risk to patients when it is leaking and when it is more difficult to handle the rescuers than the old ones.

Manufacturer narrative:
H.6 investigation summary: three photos were received by our quality team for evaluation. Upon visual inspection leakage from the product was observed; however, it was unclear where the leakage was coming from. This incident could be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the verbatim, the probable root cause of the leakage could be due to the end cap not being secured properly to the cannula hub. This leads to leakage from the end cap. A project was initiated to further address the leakage due to the end cap issue. Figure (B)(4) shows the top web of the sample with batch information. However, due to poor quality of the photo, it is not possible to see the information clearly. Figure (B)(4) and (B)(4) shows leakage from the product. However, it is unclear where the leakage is coming from. End user risk assessment as per p-eura document,(B)(4). , severity is severe (s4) produced quantity: (B)(4). Occurrence is remote (o2) the risk level is determined to be medium per CPR-028. Based on the verbatim, the probable root cause of the leakage could be due to end cap not able to secure properly to the cannula hub. This leads to leakage from the end cap. CAPA# 1515534 was initiated to address leakage due to end cap issue.

Event description:
It was reported that an unspecified number of venflon pro safety 20ga 1.1mm od 32mm l experienced leakage during use. The following information was provided by the initial reporter: among our pink pvc (1.1 mm), there are a relatively large proportion of them that seem to be leaking. I have now experienced it 5-6 times, where I initially thought it was because I had screwed the screw lid on or that the screw lid was not tightened properly that the fluid ran out of it. But it turns out that several other colleagues have also experienced the same thing. Today we had another trip where the above happened. We replaced the screw cap with an extension hose rather than where there were no leaks. In addition, later today (as well as several times in the past) we applied pvkér in other colors / sizes where no leaks are observed. So it's immediately just the red ones. I have now received several inquiries about the pink pvk. Lot 9014803p02 it is the same mistake they report about blood leaking out / back. As the first mail described from a rescuer. In addition, many people report that it seems that the new pink pvcs are hard to stick in, and that the white caps are tighter and thus more difficult to open. They describe it as "it feels like a discount version of the ones we usually use". So immediately there is room for improvement of the pink pvk from the manufacturer, as it poses a risk to patients when it is leaking and when it is more difficult to handle the rescuers than the old ones.